Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the threads on the onetouch ultrasoft lancing device was damaged. The onetouch ultrasoft lancing device was replaced with the onetouch lancing device (mini lancer). The lay-user/patient called back on (B)(6) 2010 alleging that she was not able to use the replacement onetouch lancing device. On (B)(6) 2010, this medical surveillance special contacted the patient to clarify information obtained during the initial phone calls. The patient's diabetes is managed with self adjusting insulin based on the lfs meter readings. The patient claimed that due to her atheritis and vision problems, the patient is not able to operate the onetouch lancing device (mini lancer). She further elaborated by alleging the new lancing device is too small for elderly people to use. After her onetouch ultrasoft lancing device was damaged on (B)(6) 2010 and the onetouch lancing device replacement was received on (B)(6) 2010, the patient reportedly could not obtain her blood glucose to manage her diabetes. The patient claimed that she was guessing the amount of insulin to take and was unable to manage her diabetes accordingly. During the following weeks, the patient allegedly had high and low symptoms described as "sweating, shaking, and not being able to sleep." The patient reportedly did not know what treatment she to take to abate the symptoms. The patient mentioned she went to sleep most of the time hoping that her symptoms would go away. There was allegation of any medical intervention at the hospital for severe hypoglcyemia or hyperglcemia as a result of the product issue. Since (B)(6) 2010, the patient was able to obtain a onetouch ultrasoft lancing device from her pharmacist and has been able to manage her diabetes accordingly. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia and hyperglycemia after the product issue began.